Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via manufacturer representative (rep) reporting that they think the ¿ins was not working¿. The caller stated that they didn¿t know what that meant exactly. They stated that it sounded like the ins may be replaced. The event date was asked but was unknown. No further complications were reported/anticipated.

Event description:
Additional information was received from the patient's wife via the rep and it was reported that the ins has been in overdischarge for two years. He has been experiencing muscle spasms at the location of the battery site for the past year. He was diagnosed with dementia and it was difficult for him to recharge. A jump start will be preformed at the follow-up appointment on (B)(6) 2020.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the rep. It was reported that per reps records, the patient was replaced with a new ins on (B)(6) 2020.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) reporting that they did not have the patient's current weight and they did not have any additional information to report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for chronic low back pain and spinal pain. It was reported the patient's device was found to be in over discharge in (B)(6) 2017 because the patient had lost their recharger. A request to meet with the manufacturer representative (rep) was made. They were redirected to the doctor to schedule that appointment. No symptoms were reported. Additional information was received from a friend/family member regarding a patient on 2017-sep-11. The caller was not getting any help from the manufacturer or healthcare professional (hcp). The patient has an appointment on the (B)(6) and they want a manufacture representative (rep) to be there to have the thing activated or programmed. The patient met with the rep in (B)(6) who told them to get the part and call back once they had it to be programmed but they lost the rep¿s number. The caller was redirected back to their hcp to have the rep requested at the appointment. The patient is in a lot of pain right now and can hardly walk. Additional information was received from the manufacturing representative reporting that the patient's device was overdischarged. It was reported that they were unable to communicate with the ins with any external devices and wanted to know how to start a physician mode recharge (pmr). The rep stated that they believed it was the patient's first overdischarge. Steps were reviewed on how to perform a pmr and the three overdischarge strikes were reviewed. They were told to continue charging the device and to clear the por message as soon as it was charged to 25 percent. The rep indicated that they did not know if they'd be able to stay with the patient to perform the reset. Technical services reviewed that they could stop the reset at any time and it would not harm the battery, but suggested that the reset be done in the office under supervision and that the por be cleared before the patient leaves the office. There were no medical symptoms reported. It was reported that the event occurred at least one month ago (B)(6) 2017. Additional information was received from a manufacturer representative on 2017-nov-01 noting that the manufacturer representative had met with the patient at the health care provider (hcp) office. It was reported that it appeared the patient had several instances where their battery went into either discharge or overdischarge mode. The patient was currently in the process of scheduling a new procedure where a non-rechargeable battery would be received. No further complications were reported.